Event description:
It was reported by a customer complaint that the patient had been hospitalized due to a diabetic ketoacidosis. Patient was admitted to the emergency department in dka with a blood sugar 630. The reporter states that they believe that the pump does not deliver insulin appropriately adn were unwilling to do any troubleshooting stating "co has changed sites and the doctor and nurse educator have done all the troubleshooting". Reporter states per the doctor and nurse educator they need a replacement pump. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.